Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the information provided, as the part and lot number required to review the device history records and complaint database was not provided. Provided information states the product was not suspected of failing to meet specifications. Based on the investigation, the need for corrective action is not indicated.

Event description:
During the removal of a femoral rod, the patient's femur fractured.